Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use venaseal device to treat patients great saphenous vein. General anesthesia was used. It was reported that several areas of vessel irregularity were observed along the venaseal injection site. Antibiotics were prescribed due to infection, but there was also a possibility of granulation. Patient is currently still being treated with antibiotics.